Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of b30 and b216 communication errors were not confirmed. The allegation of image turning black was confirmed. In addition, there was no data transmission. The forceps passage and brush passage had restrictions. The bending section had a surface defect (bite). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A senior biomedical engineer reported to olympus, the evis exera iii bronchovideoscope had communication and image problems on 2 different olympus carts. When plugging unit into light source, reads scope identification/serial number and displayed a normal video. Within 10 seconds, the image pixilated and turned all black. The following scope communication error was displayed: b30 and b216. The event occurred during preparation for use. The unspecified routine diagnostic procedure was completed using a replacement device. There was no reported patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to charge couple device cable being damaged due to dented insertion section because of external stress. The event can be detected/prevented by following the warnings as follows: "important information ¿ please read before use. Warning and cautions: warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "3.1 the workflow of preparation and inspection: before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿." "5.3 withdrawal of the endoscope with an irregularity if an irregularity occurs while the endoscope is in use, take proper measures as described in either ¿ withdrawal when the wli and nbi endoscopic images appear on the monitor¿, ¿ withdrawal when either the wli or the nbi endoscopic image does not appear on the monitor¿ or ¿ withdrawal when no endoscopic image appears on the monitor or a frozen image cannot be restored¿." Olympus will continue to monitor field performance for this device.